Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to severe fungal sepsis on (B)(6) 2022. The patient had been admitted for the infection on (B)(6) 2022. It was determined that candida parapsilosis fungus was responsible for the patient's sepsis. The patient was given 2g auro cefepime taken three times daily, 80mg of gentamicin taken twice daily, and 200mg of mycamine taken daily. The device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.